Event description:
It was reported per call report that patient is stable. 40 cc intra-aortic balloon ('iab'). Assist 1:2, weaning by iab volume. Rn stated that when he changed the volume from 90% total volume to 80%, the volume changed to 100% 30cc after pushing the apply button. The clinical support specialist ('css') verified that the pt could withstand having iab off for a minute and rn confirmed. Css then had rn turn the pump off, disconnect gas tubing from the pump and plug it back in. Pump read 40cc on the monitor. Css then instructed rn to turn the pump back on and decrease volume to 80%, pump read 32 cc and 80%. After hitting the apply button, volume now read 32cc on the monitor. Css told rn to watch the volume to ensure no changes throughout the shift and if the pump changed volumes again to exchange with another pump. Css also instructed rn that regardless of when the pump was removed from pt to write a detailed note of the problem and send to biomed for a check. At the conclusion of the call, the pt remained stable with no sequelae from the said incident. Received follow up info on (B)(6)2010 from another rn who stated that the pt was taken off the pump because the iabp therapy was concluded. Pump was not sent to biomed because "there is nothing wrong with the pump." Per the rn, pt is doing "perfectly fine."

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.